Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced auxiliary video board (avp) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found error 31238 occurred after booting system. The unit was returned for failure analysis and the reported failure was confirmed and replicated. The avp was installed and tested on the pca test system. The system started up failed with error 31238 with dvmt (da vinci tile manager) initialization failed. The failure analysis technician (fat) tried to reset system configuration on avp3 partition on gemini download application. After programing, system started up without any error, onsite connection is present and data was uploaded. The failure analysis technician (fat) ran power cycles 20 times with this board, and all were passed. The avp remained on the system in normal operation for hours, it performed without any errors. The probable root cause reported failure was due to dvmt initialization failed due to software issue. A failed auxiliary video board issue and has no impact on system functionality.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system received a sync to intuitive account unavailable message on the surgeon side cart (ssc) touchpad. The customer confirmed that onsite was connected. The customer tried power cycle hard power-cycle and reseat ethernet cable, but the issue persisted. An intuitive surgical, inc (isi) technical support engineer (tse) advised customer dynamic video memory technology (dvmt) was not connected via logs. There was no reported injury.